Manufacturer narrative:
The investigation of the complaint was limited because no sample was returned. From received photos it is clear that cleaning swab was left in inner cannula after cleaning. The cannula was then inserted into uniperc tracheostomy tube resulting in reported occlusion. This is in conflict with IFU l6363 rev. 100 point 8.2 where cleaning swab removal is described: "insert a cleaning swab and remove it with a twisting action to clean the inner lumen." In problem description, it is also stated that the fault occurred as a result of human error. The complaints trend review identified that there is no trend of confirmed complaints in relation with this issue (2 years period of (B)(4) customer complaints checked, whole uniperc product family considered).

Event description:
The following sequence of events was reported by a senior nurse: there was a shout for assistance at bed space 11 as the patient had desaturated and was not ventilating following a turn. The on call anesthetic registrar was soon called into attendance, quickly followed by a consult. The patient had an armored tracheostomy insitu at this time. The patient was being hand bagged on 100% oxygen via tracheostomy on arrival of the senior nurse to the scene. The patient continued to desaturate and no chest movement was observed. An endotracheal suction was performed to assess patency of the tracheostomy. An unspecified amount of blood stained secretions were suctioned out. The tracheostomy patient was still unable to ventilate, therefore they tried a bag and face mask. This was still unsuccessful. The patent was resedated, after which the consultant and registrar took over the airway management of the patient. The patient required a short period of approximately 30 seconds of CPR due to the low saturation and bradycardia. Some large clots were removed from the airway, after which they were able to ventilate and place the patient back on the ventilator. A flexible bronchoscopy was then performed. Desaturation was again noticed during the bronchoscopy. The airway was occluded again therefore the tracheostomy was removed and oral intubation was begun. Subsequently, the decision was made to take the patient into the theatre as the bronchoscopy showed what was described as a "nodule of tissue." This appeared to be intermittently occluding the trachea. An on call thoracic consultant was called in to perform a rigid bronchoscopy and the patient was then transferred to the theatre. The consultant indicated that a foreign body had been removed from the patient's lung. The foreign body was a standard sized tracheostomy tube cleaning swab. The consultant relayed this information to the patient's family. It was later confirmed that the device was not faulty and that the incident was a result of human error. It was also confirmed that the patient had recovered.